Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. The customer has indicated that the device will not be returned to zimmer biomet for evaluation, as it was discarded. The investigation is in progress. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent shoulder arthroplasty revision due to pain and wear of the glenoid component approximately twenty (20) years post-operatively. The patient was converted to a reverse total shoulder arthroplasty. The surgeon alleged no deficiency against the device and stated that it performed as expected. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: select shoulder system humeral head, catalog#: 7500-00-068, lot#: 1299783. Reported event was unable to be confirmed due to limited information received from the customer. Provided photograph reveals lot number of the associated humeral head, but no indication of the failure mode of the device. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history could not be performed, as part and lot numbers are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.